Manufacturer narrative:
The returned device was evaluated and it was noted that the hard cannula was slightly bent, however, the tip of the hard cannula showed no damage or deficiencies. Inspection of the device did not find any additional damages or deficiencies that would contribute to a failure in insulin delivery. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that his blood glucose reached 280mg/dl while wearing the pod on his arm for between 4 and 24 hours. Treatment included replacing the pod and taking insulin. The patient's blood glucose history is as follows: (B)(6). The device was returned for evaluation.